Event description:
Following a total knee replacement surgery using the iassist knee navigation system in (B)(6), the surgeon observed on the basis of the post-operative x-rays that the tibia was in significant varus and the femur in excessive valgus as compared to the orientations that were set using the iassist system. The surgeon later revised the knee ((B)(6) 2015) to correct the above orientations.

Manufacturer narrative:
The post-operative x-rays were reviewed. The overall hip-knee ankle (hka) alignment of the lower limb which combines the tibial and femoral alignment effects was measured at 2.7 degrees more in valgus than targeted using the system. This includes adjustments to take into account important off-axis x-ray axial rotational view effects, as well as a lateralization effects of the tibial component, which both augmented the perceived hka before the correction. Although the 2.7 deg error magnitude is at the upper extreme and in a less probable range, it is still within possible ranges without malfunction. It is also within ranges normally achieved in tkr: +/- 3 degrees in 70% of cases (reference: hetaimish, m. B. Et al. Meta-analysis of navigation vs conventional total knee arthroplasty, j. Arthroplasty, 27 (6), (B)(6) 2012, 1177-1182). In addition, the computer logs from the surgery were analyzed. All function and algorithm performance parameters as recorded were within spec without sign of malfunction. Therefore, although the overall hka error was important, a malfunction of the system could not be established. Other error sources can include misplacement of the instrumentation and movement of the bone reference components. This is a first instance for such an extreme performance issue in over 7000 uses. Monitoring will continue for adverse trends and the need for any corrective action.